Manufacturer narrative:
The field service engineer (fse) verified that the instrument adjustments and contamination were acceptable and replaced the photomultiplier tube. The investigation determined that the calibration and qc were acceptable. The investigation determined that the sample clotting time was too short and the centrifuge speed was too high. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys troponin t hs stat results for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial result was 0.019 ng/ml with a data flag and was reported outside of the laboratory. On (B)(6) 2019 the repeat result was 0.006 ng/ml. The troponin t reagent lot number was 34588803 with an expiration date of 31-dec-2019.